Event description:
A site in (B)(6) reported that a pt received laser treatment on her back for pigmented lesions. The site reported that the pt "suffered serious burns" on the treated area.

Manufacturer narrative:
The product was installed at the user site april 3, 2014. There have been previous clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2014 with no issues found. A candela field service engineer inspected the unit and reported that the unit was operating within specification. The field service engineer had also noted that the lens cartridge windows were spotted and were pitted. Candela field service has visited the site previously to review the maintenance and cleaning procedures for the windows with the site. It was also determined that the operator was using the incorrect spot size the fluence for this treatment. Based on what was reported by the site, poor system maintenance and the incorrect spot size and fluence setting that was used may have been a contributing factors to the burns.